Event description:
Reporter noted the eye collapsed when switching to air. They attempted but were unable to go back to fluid. Switched tubing to gravity to re-form the globe. Had to inject more perfluocarbon to re-attach the retina.